Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar surgery, in which their device did not have it's detections turned off. The patient received multiple inappropriate shocks which led to the trigger for recommended replacement time (rrt). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they developed cataracts, double vision and tooth infection due to the shocks received.